Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Corrected based on additional information. An event regarding weld failure involving a specialty restoration adm curved cup holder per file (B)(4) was reported. Method & results: device evaluation and results: not performed as the associated device is OEM product. Medical records received and evaluation: not performed as the associated device is OEM product. Device history review: not performed as the associated device is OEM product.. Complaint history review: not performed as the associated device is OEM product. Conclusions: the reported device is an OEM product. Written acknowledgement from the OEM supplier that an investigation has been initiated at the OEM supplier site was received, and has been attached within the communication log.

Event description:
The surgeon at the clinic, reported to the operative assistant, that "the curved cup holder is a bit defective. According to the surgeon, "the toothed rack is defective and could be repaired."

Event description:
The surgeon at the clinic, reported to the operative assistant, that "the curved cup holder is a bit defective. According to the surgeron, "the toothed rack is defective and could be repaired."